Event description:
Customer reported device failed rate accuracy testing during preventive maintenance. Pump module sent to service for pressure and rate accuracy testing. Service found residue on occluder fingers, contaminated right iui connector pins, motor hold down strap torn and rate accuracy test failure.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed and was resolved with re-calibration of the device. In addition, fluid ingress was observed on the occluder fingers. The cause for the noted fluid ingress was not identified. No further investigation of this device was required and the service dept performed appropriate repairs and testing. The device was returned to the customer.